Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in the proximal to mid left anterior descending (lad) artery. Ivsu was performed using a opticross catheter. The 3.5x24mm synergy stent was deployed, post deployment ivus revealed that the proximal end of the stent was not well apposed. A 4.0x15mm nc quantum apex was advanced for post dilation, however encountered difficulty crossing the deployed stent. Two additional guide wires one in the lad and another in the first diagonal (d1) were placed for additional support, and the 4.0x15mm nc quantum apex crossed and post dilated the proximal end of the stent. Post dilation ivus revealed good proximal apposition, however the mid stent could be further optimized. The 4.0x15mm nc quantum apex was used of dilation of the mid stent and the physician was satisfied with the apposition of the stent when viewed with ivus. The physician exchanged the wires in the lad and the d1, a 2.0x15mm apex was advanced to open up the ostial of the d1, but failed to do so. A 1.25x12mm non-bsc balloon was used followed by the 2.0x15mm apex to open the ostial. The physician wanted to perform kissing balloon technique with apex 2.0x15mm and nc quantum 4.0x15mm; however, the nc quantum 4.0x15mm could not pass through the implanted stent. The physician rewired the lad and d1 and tried kissing balloon again with apex 2.0x15mm at ostial d1 and 3.5x12mm non-bsc balloon at lad. After the kissing, physician found that the proximal part of the synergy was deformed. Ivus revealed that 1-2 struts of the proximal end of the stent were protruding out. The physician post dilated the proximal stent edge with the nc quantum 4.0x15 and use ivus to confirm the stent struts were well apposed. The case was concluded however the 1mm of the synergy stent is deformed. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. Patient age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).